Manufacturer narrative:
Concomitant medical products: evproplus-26us transcatheter valve implanted (B)(6) 2020. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient that their "pulse dropped into the 30's" which is below the implantable pulse generator (ipg) lower rate. It was further reported that the ipg exhibited premature battery depletion and has "not been pacing right". The ipg remains in use. No further patient complications have been reported as a result of this event.